Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an out of hospital cardiac arrest: ventricular fibrillation rhythm, requiring six external defibrillation treatments. It was further reported that the right ventricular (rv) lead was both under and over sensing. The right atrial (ra) lead was reported to have had an atrial lead position check (alpc) failure and to be oversensing. Both the rv and ra leads remain in use. No further patient complications have been reported as a result of this event.